Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use, a lead integrity alert (lia) triggered for elevated right ventricular (rv) lead pacing impedance and short interval counts (sic) triggered. High rate non sustained tachycardia episodes reportedly showed t-wave oversensing (twos). The rv pacing impedance showed fluctuation in the past week. It was also reported that the rv lea encountered high short v-v intervals/oversensing, and possible fracture. The rv remains implanted-out of service, and was replaced with a different lead. No patient complications have been reported as a result of this event.